Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime/compromised force sensor system, the excessive no delivery test due to compromised force sensor system alarm. Unit was received with minor scratched display window, cracked case at display window corners, crack on reservoir tube lip, cracked reservoir tube window through reservoir tube, crack on battery tube threads, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 147 mg/dl. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.